Manufacturer narrative:
Product complaint # (B)(4). Additional information requested and received: can you please provide more event details? 2 devices could not be opened and had to be cut free by the surgeon. There was an op time extension but no patient damage. Did the safety lockout engage (no staples or a cut line delivered beyond the lockout)? Yes. Was the device locked on tissue with the jaws closed? With 2 devices yes. If yes, how was the device removed? They had to be cut free by the surgeon. Did the jaws of the device eventually open? Only with one device. You have reported three ec60a devices. Did the same event occur with all three devices? At the third device. If no, please explain. Yes, only with the difference that a device could open and did not have to be cut free.

Manufacturer narrative:
(B)(4). Batch # r59v9l. Investigation summary: the analysis results found that one ec60a device (b) was returned with the anvil bent upwards and with a gst60t reload loaded on the device. The reload was received partially fired 1/2 and with the cartridge deck damaged. Furthermore the anvil knife slot and the knife were noted to be damaged. No functional test was performed due the condition. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected cartridge. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at (B)(4). A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
Product complaint #: (B)(4). Batch # r59v9l. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Can you please provide more event details? Did the safety lockout engage (no staples or a cut line delivered beyond the lockout)? Or, did the stapler partially fire (the staple line and cut line approximately equal in length but did not finish the firing cycle)? Was the device locked on tissue with the jaws closed? If yes, how was the device removed? Did the jaws of the device eventually open? You have reported three ec60a devices. Did the same event occur with all three devices? If no, please explain. If the issue only occurred with one device, do you know which device the issue occurred?

Event description:
It was reported that the devices did not fire properly. In one of the devices the reverse button did not work and ec60a had to be surgically removed. No harm to patient.